Manufacturer narrative:
This report is for an unk - nail head elements: pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: hanke, m.s. Et al. (2020), revision of a blade cut-out in pfn-a fixation: blade exchange, cement augmentation and a cement plug as a successful salvage option, trauma case reports, vol. 27, pages 1-6 (switzerland). This study presents a case report of a (B)(6) year old female patient who presented an externally rotated, abducted and shortened leg with severe immobilizing pain of her right hip due to a fall. Radiologic work-up showed an intertrochanteric femoral fracture. The patient was operated by closed reduction and internal fixation (crif) on a traction table using a pfn-a (depuy synthes, johnson & johnson ag, zuchwil, switzerland)). Three weeks later she complained about immobilizing groin pain on the operated side. Radiographs showed secondary fracture dislocation and implant migration with anterior cut-out of the helical blade. The patient then had a minimally invasive therapy to treat pain. The patient had cement augmentation using a traumacem v+ (depuy synthes, johnson & johnson ag, zuchwil, switzerland) at 1-year follow-up she presented no grown pain. Conventional radiographs showed a healed fracture, with no implant migration and no progression of osteoarthritis. This report is for an unknown synthes pfn-a (depuy synthes, johnson & johnson ag, zuchwil, switzerland). This complaint involves one (1) device. This is report 1 of 1 (B)(4).